Event description:
It was reported that the right ventricular (rv) lead dislodged and caused a perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) competitor implantable pacing lead 2013 (B)(6); (B)(4) implantable pulse generator (ipg) 2013 (B)(6). (B)(4).